Manufacturer narrative:
Follow-up # 1 date of submission 03/24/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/12/2015 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots occurring. The battery compartment was intact; no damage was observed. The returned battery cap was able to be secured to the pump and was able to maintain an electrical connection with the pump. The battery cap contact height and width measurements were found to be within the required specifications. The battery cap was unscrewed ½ a turn with no reboots occurring. The pump case was removed and no damage was found to the power circuit. The complaint that the pump rebooted without user intervention was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump allegedly rebooted without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.